Event description:
It was reported that during an unknown procedure, when the surgeon loosened the closing jaw, the jaw opened automatically after firing. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4) : information was not provided by the initial contact. The analysis showed that an (B)(4) was received. The device was received in good visual condition and with a reload loaded in the device. After further inspection, the articulation mechanism was noted to be damaged. However, the returned device was tested for functionality with the returned reload and it closed, fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The device was disassembled to verify the condition of the internal components and the articulation gear teeth were found broken. While no conclusion could be reached on what caused the damage on the articulation gear, it is possible that the device was articulated beyond its articulation stop resulted in the instrument damage. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.